Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the prograsp forceps instrument had a broken grip cable. The event occurred when the prograsp forceps became stuck on tissue due to the jaws not opening. The surgeon cut 5cm of tissue to remove the instrument. The cut tissue was not originally planned for removal. The instrument was unable to be removed from the cannula and the surgeon had to enlarge the port site to remove the prograsp forceps. The procedure was completed robotically, and no fragments fell into the patient. There was no reported patient harm. The instrument was inspected prior to the procedure with no issue noted. Patient demographics, relevant testing, and medical history were requested; however, the or director was not able to provide this information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi clinical development engineer (cde) reviewed an image provided by the customer for this event and determined the following: based on the photo, it can be confirmed that the prograsp forceps has a broken grip cable. However, without more information, the root cause cannot be confirmed. No video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted umbilical hernia surgical procedure, the prograsp forceps instrument had a broken grip cable. The event occurred when the prograsp forceps became stuck on tissue due to the jaws not opening. The surgeon cut 5cm of tissue to remove the instrument. The cut tissue was not originally planned for removal. The instrument was unable to be removed from the cannula and the surgeon had to enlarge the port site to remove the prograsp forceps. The cause of the operative complication is unknown.